Manufacturer narrative:
The batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of potential power switching events prior to the 25% threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02254, 3007042319-2015-02255 and 3007042319-2015-02256) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015 to (B)(6) 2015: normal power consumption with intermittent suction. Additional notes: 2 low flow alarms have been logged on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries).the steps for exchange of batteries and controllers are outlined in IFU and patient manual heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02254, 3007042319-2015-02255 and 3007042319-2015-02256) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that "patient was at home not doing anything specific when switching occurs". "Power switching was detected on log files", and batteries and controller were swapped out from stock. It was stated that there was "no effect on patient, patient is doing fine and is returned to his home after exchange." No additional information provided. Investigation is ongoing. This is report 3 of 3.